Event description:
It was reported by the patient that their cardiac resynchronization therapy pacemaker (crt-p)'s lower rate limit was supposed to be programmed to seventy beats per minute but at night, the patient's heart rate would dip down to fifty beats per minute. The patient continued, "during the day it will take care of it, it will go into the one-hundreds". The patient stated that they recognized this pattern after wearing their smart watch on and off. The patient stated, "according to the watch, it stays there most of the night and then it bounces back". Additionally, the patient noted that their physician said that they "throw a lot of premature ventricular contractions (pvc)". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 383069 lead implanted: (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.